Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Based on all info, no casual factors can be determined and no conclusion can be drawn.

Event description:
A (B)(6) female experienced burning, pain, edema and blurred vision resulting in a visit to emergency care after use of product. According to the patient, the ophthalmologist diagnosed bilateral corneo-conjunctival burning more severe on the right eye. Ophthalmologist treated patient and administered a corticosteroid treated patient and administered a corticosteroid injection in right eye conjunctiva. Doctor informed patient that the corneal burn was a grade 3 on the right eye and grade 1 in the left eye. At follow up visit 2 days later, patient's distance corrected visual acuity in the left eye was 08/10; the right eye distance corrected visual acuity was 3/10. Patient had another f/u visit 4 days later, distance corrected visual acuity in the left eye was 08/10 and the right eye distance corrected visual acuity showed little improvement. Patient had corneal ulcers and was instructed to continue treatment for 5 weeks. Treating doctor was contacted and confirmed there was no infection, no cultures were performed. Patient's fundus examination is fine; condition has improved and a follow up visit is scheduled in one month. We are awaiting additional info from the doctor.